Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09july2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the blower, and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit declared an air liftoff valve failure error. There was no patient involvement.